Event description:
A (B)(6) male pt called zoll customer support to report several adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the pulse wire running between the distribution node (dn) and ECG b had an open connection. The open pulse wire caused the check therapy pad messages. The root cause for the open pulse wire could not be positively identified but was likely a mfg error. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.